Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using an unknown delivery system (ds). The patient had prior medical history including sinus bradycardia (sb) and first-degree av block. During the procedure, the valve was reported to be implanted successfully. One week later on an unknown date, the patient returned to the hospital and received a permanent pacemaker. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient's status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for surgical intervention and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the effects on the patient were insufficiently described. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had prior medical history including sinus bradycardia (sb) and first-degree av block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure. Approximately one week later on an unknown date, the patient returned to the hospital for an unclear reason and received a permanent pacemaker. There was an initial or prolonged hospitalization due to the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.